Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as o-ring damage are recognizable risk factors of the device that may be related to the implant and/or exchange procedure, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that during the pump exchange for suspected thrombus via lateral thoracotomy approach the o-ring became torn upon insertion of the new pump by the surgeon. The surgeon removed the o-ring from the explanted pump and placed it on the new pump. The new pump was seated normally and hemostasis was achieved. The patient was last reported to be stable post-exchange. Investigation is ongoing.